Manufacturer narrative:
See manufacturer¿s report # 3004209178-2019-10048 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy was not working for the patient and they could not feel the stimulation. They had tried all 4 programs and adjusted the stimulation but still had not received therapeutic effect or felt the stimulation. The patient could not feel the stimulation no matter how high they turned the stimulation up. It was stated that ¿I¿ve been up all night starting since¿ the issue started on (B)(6) 2018. The patient had no falls or trauma and was worried that the lead had dislodged. They had contacted their healthcare professional (hcp) who told them to contact manufacturer. There were no further complications reported or anticipated.